Manufacturer narrative:
A3 - unk. A4 - unk. A5 - unk. A6 - unk. B3 - unk. (B)(4). Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation.

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. In a separate visit the lens was exchanged for a longer length lens. The problem was not resolved.there are multiple medical device reports associated with this patient. This report is 2 of 2 of reports] total reports.